Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. It was reported that the implantable cardioverter defibrillator was unable to interrogate. The patient was stable.

Manufacturer narrative:
The event description should have been "following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was reported that the implantable cardioverter defibrillator was unable to interrogate. The patient was stable." Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. It was reported that the implantable cardioverter defibrillator was unable to interrogate. The patient was stable.